Event description:
It was reported that during an attempted implant, all the parameters could not be detected. Attempts were made to reposition the lead, but the same issue was noted. Upon removal, a spiral curve defect was found on the lead insulation. A new right ventricular (rv) lead was implanted without any issues. The procedure was completed with no adverse health consequences to the patient.